Event description:
Investigation is completed. "Associated medwatches: 3004721439-2021-00005, MDR#- same patient/event".

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -no abnormalities are detected permeability test: the test showed that the shuntassistant 2.0 is permeable. Some particles are flushed out during the test. Computer control test: the computer controlled test has shown the opening pressure of the shuntassistant 2.0, at a reference flow rate of 20 ml/h in a vertical position, to be 11.97 cmh2o. This is within the specified tolerance of 10 cmh2o +4/-2 cmh2o. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in the shuntassistant 2.0. Results: based on our investigation, we are not able to substantiate the clinical claim of "over-drainage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Our investigations could not identify a deviations. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a shuntassistant (B)(4). The surgeon suspected that the valve operated in overdrianage and the valve was replaced. Patient information: age: (B)(6) years, weight: unknown, height:unknown, gender: unknown. Date of implantation: (B)(6) 2020, date of removal: (B)(6) 2020. "Associated medwatches: 3004721439-2021-00005 , MDR # - same patient".